Event description:
It was reported that before a unknown procedure, the staples of the one side were unformed at the first firing. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 07/07/2009. Evaluation summary: the analysis results found that the tlc10 device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.